Event description:
The customer reported the philips information center ix (pic ix) telemetry unit for multiple floors was partially down and rebooting. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.